Event description:
It was reported during an unk procedure the er320 applied 4 clips, then stopped working. There is no other info available. There was no pt consequence. 10/15/97 the rep reports no add'l info.